Event description:
Boston scientific received information that this patient was hospitalized due to shortness of breath and congestive heart failure (chf). While in the hospital, this patient developed a fever and infection of the device pocket. The decision was made to temporarily explant this cardiac resynchronization therapy defibrillator (crt-d), and treat the patient with medication. This patient remains in the hospital for chf and infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.